Event description:
It was reported that during a procedure of a mildly tortuous, mildly calcified, concentric, de novo lesion of the right coronary artery, the balance middleweight (bmw) universal 2 guide wire and the intravascular ultrasound (ivus) catheter were delivered but resistance was met between the devices and both were withdrawn from the anatomy as a system. A 0.014 non-abbott guide wire was delivered and a 5.0x15 mm trek was advanced over the non-abbott guide wire and was inflated 4 times; the first and second inflation were both below 14 atmosphere (atm) for 15 seconds, with the fourth inflation of 14 atm for 15 seconds. The balloon became stuck and the balloon and guide wire were removed from the anatomy together as a system. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned guide wire noted no blood visible and there was contrast on the coils. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. The tip was tugged on to confirm that the core and shaping ribbon were intact. There was a bend in the tip proximal to the tipball which is consistent with interaction with the lesion and/or other device as no damage was reported during inspection prior to use. The intravascular ultrasound (ivus) device used during the procedure was not returned. Functional testing analysis could not confirm the reported resistance as the returned guide wire was backloaded through a new balloon catheter without resistance noted. The outer diameter of the solder joints and the outer diameter of the guide wire proximal of the hypotube were measured and met manufacturing criteria. Factors that may contribute to the inability to advance/retract the ivus over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the ivus, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the ivus. A search of the device lot history record indicated there were no nonconforming material records for the lot and a search of the complaint-handling database revealed no related incidents. Based on this investigation, there is no indication of a product quality deficiency. Manufacturing performs a visual inspection of the guide wire tips after being loaded into the dispenser and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs reliability testing to verify product quality. The trek rx is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4).